Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a previous device that stopped working. The patient didn't know how long he had the device implanted before it stopped working. The system was replaced. Additional information was received from the manufacturer representative (rep) on 2020-dec-21. They reported that the previous device was a device made by the manufacturer however they did not know what the serial number of that device was since the patient did not have their registration card with them when they asked the patient. The patient had stopped charging the implanted neurostimulator (ins) and then the ins stopped working. When the ins was replaced, the leads were replaced as well. Explanted devices were discarded, so they will not be returned for analysis. The issue resolved after having the device replaced.